Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this evaluation. It was reported that the patient expired on (B)(6) 2021, and the cause of death was unknown. Due to patient privacy laws, the account declined to provide patient outcome information. Based on a review of the patient¿s available record and the reported patient outcome, there were no device related issues at the time of the patient's expiration. It was reported that the device operated as expected. Hm3 lvas, serial number (B)(4) was not returned for evaluation. If the pump is returned at a later date, this investigation may be reopened to include the evaluation of the device. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) rev. G is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2021.